Manufacturer narrative:
A ge service rep performed an onsite investigation. The motor shaft was refitted with a larger pin. The end stop position switches in the motor assembly were replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that there was a loss of motorized movement, resulting in the cranial and caudal movements not functioning. There is no report of pt injury or death.